Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) during use. The alarm occurred on the previous night and the home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the hp. The power had been cycled to clear the alarm. During troubleshooting no issues were noted which could have contributed to the event. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.